Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that electrodes 8-15 are greater than 10,000 ohms. When impedances were tested at 3 volts, it showed greater than 40,000 ohms. The patient fell in (B)(6) of 2018 and lost therapeutic benefit at that time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient reported the change in stimulation. The fall possibly caused the issues. No actions were taken to resolve the issue, and the issue remained unresolved. No further complications were reported.